Manufacturer narrative:
(B)(4). Other device used: catalog #00598603701, nexgen stemmed tibial component, lot #62460315; implanted on (B)(6) 2015. This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial baseplate inside the box did not match the labeling on the box. The patient was implanted with the tibial baseplate found inside the packaging, as no other components were available for use.

Manufacturer narrative:
Inspection of the returned photos shows the package for a nexgen precoat tibial component, size 3 (p/n: 00-5980-037-01, l/n: 62491580). Photos of the device show that it was a nexgen option tibial component, size 3 (p/n: 00-5986-037-01, l/n: 62460315). Review of the device history records for the tibial components identified that both lots went through the seal and package operation on the same date and were processed by the same operators, indicating a commingling of the units. This device is used for treatment. A product history search identified no other complaints for the related part and lot combinations. Stock investigation identified no units from either lot were remaining in inventory. The two affected lots are being removed from the field. This field action has been reported to the FDA under 2648920-11-25-2015-002-r. Previous capas were completed for similar issues and defined corrective actions concerning commingling incidents. These capas have been closed and the corrective actions were implemented between the dates of march 1, 2014 and june 30, 2015. The affected lots were manufactured in september of 2013, previous to CAPA implementations.